Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient is not responding on channels 7-12 during testing. X-ray shows that the electrode is only one half turn within the cochlea.

Manufacturer narrative:
Conclusion: according to the received information, the patient was not responding on the channels 7-12 and x-ray showed that the active electrode migrated partially out of cochlea. The patient underwent revision surgery, during which the active electrode was re-inserted. Reportedly, two electrode channels remains extra cochlear. Patient is having benefit from the device. The device remains implanted and in use. This is a final report.

Event description:
The patient is not responding on channels 7-12 during testing. No reported head trauma. No reported issues with surgery/ post-op x-ray indicated full insertion. In situ measurements are within normal limits. The second x-ray shows that the electrode is only one half turn within the cochlea. A reinsertion will be attempted. If this is not successful, a re-implantation will take place with a compressed electrode. The re-insertion surgery took place on (B)(6) 2015, 2 channels are suspected of being extra-cochlear. At the switch-on appointment the patient was very reluctant to wear the external device or have the ear touched. Further information from the 12-week post-repositioning appointment stated that the patient is wearing the device and performing well. The patient will be seen again in 3 months.